Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2013. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix e/x. Per op notes, ¿the hernia sac was identified, dissected and excised. A composix e/x mesh was placed using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic converted to open repair with implant of synthetic mesh. Per op notes, ¿the hernia defect with incarcerated small bowel was identified at the lower aspect of the prior mesh. The omental adhesions were taken down. The small bowel adherent to the abdominal wall and mesh was taken down. The sac was excised. A synthetic mesh was placed using prolene sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia and infected mesh thereby underwent open repair with excision of composix e/x and synthetic mesh and implant of biological mesh. Per op notes, ¿the chronic draining wound of exposed mesh was excised. The intraabdominal adhesions were lysed. The small bowel was densely adherent to prior mesh was taken down. An enterotomy was created and repaired using sutures. The infected meshes x2 were excised completely. The hernia sac was identified and excised. A biological mesh was placed and sutured.¿